Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that one day after the implant procedure, the right ventricular (rv) lead dislodged and had high threshold. The lead was reprogrammed and then repositioned the following day. During the lead revision, the physician was unable to get the rv set screw to engage. The device was explanted and replaced. The lead is still in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.